Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. During an acute procedure, the system suffered a "signal input box" error. An attempt was made to restart the system, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). Specifically, a hardware failure of the pc1312 board caused the problem. The affected rtc was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.